Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. During the load/prime step, insulin reportedly dispensed out and completely emptied the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported due to the allegation that insulin dispensed out during the load/prime step. The issue was reportedly not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed several "no cartridge detected" warnings during the initial setup of the new pump. On testing, the first load step attempt resulted in the pump failing to recognize the cartridge, giving a "no cartridge detected" warning. The force sensor calibration was not able to be performed due to the load step malfunction. The pump was opened for investigation and revealed a misaligned force sensor circuit on the printed circuit board.